Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
Product analysis for a returned handled device was approved on (B)(6) 2013. The handheld device was returned along with the event reported in MFR report # 1644487-2012-03418. An analysis was performed on the returned handheld. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with two broken wire connections in the serial cable. Once the wires were soldered onto the serial cable printed circuit board, no further anomalies were identified.